Event description:
It was reported that during a pump refill on (B)(6) 2015 the nurse was unable to refill a full 40 cc in the pump; only allowed 33 cc to be refilled. Pump interrogation showed 3.5 cc remaining but 5 cc were withdrawn. The patient was still using the pump and there was no reported withdrawal. The pump delivery "seems to be fine". Patient status at time of this report was alive; no injury. The patient was doing fine. The pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type catheter; product ID: neu_refill needle, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the nurse was very experienced and there were no complications as a result of this event. The nurse was to re-assess at the next refill in (B)(6). It was thought there may have been air in the reservoir. The patient had not had any symptoms or therapy issues. No further information was provided.